Event description:
The family members were checking their pt's blood glucose every hour on the device. At 12:30 am they obtained a result of 166 mg/dl. Pt was sweating and the family member thought something was wrong and called the paramedics. When the emts arrived at 1:00am they checked the pt's glucose on their meter and the level was 40 mg/dl. They started an IV, checked vital signs and transported to the hosp and the pt was admitted and given food, then released at 9:00am. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.